Event description:
It was reported that there was a cassette error. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a peeling downstream occlusion (dso) seal and scratched lens. There was no evidence to review in the event history log. During the functional testing, the customer reported problem was unable to be duplicated. Analysis notes the most probable cause is operator error. However, the dso seal was replaced due to the peeling.